Event description:
It was reported that the patient underwent a balloon kyphoplasty procedure at level l4. There was evidence of an asymptomatic cement extravasation. No additional information was reported.

Manufacturer narrative:
Follow-up with physician.